Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced three infusion set was accidentally pulled out during use due to tubing catching on something on (B)(6) 2026. Patient went to emergency room due to hyperglycemia and ketones. Blood glucose level was 480mg/dl at the time of the event. Treatment provided at the time of hospitalization was intravenous fluid, fluids of saline and insulin.